Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 volt power supply and generator lock were adjusted. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system was cutting out. No patient injury was reported.